Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/19/2018 that on (B)(6) 2018, patient experienced a loss of connection. Reportedly, the smart device operating system was not a supported system. No additional patient or event information is available. The dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.